Event description:
It was reported that balloon rupture occurred and upon removal, damaged the sheath requiring additional intervention. The 80-90% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous graft stenosis. An 8.00mm/2.0cm/135cm peripheral cutting balloon was used. During the first inflation at 10 atmospheres, the balloon ruptured. Prior to removal, the balloon was fully deflated, however, the balloon was difficult to remove from the sheath and slicing it open. A surgical cutdown was done to remove the device from the patient. Another 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. The balloon was inflated to 10 atmospheres. Prior to removal, the balloon was fully deflated, however, the balloon was difficult to remove from the sheath and slicing it open. The balloon and the sheath were removed safely. A new sheath was inserted so closure could be secured. There were no patient complications as a result of this event.